Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had turned off during a patient's hemodialysis treatment. The patient was moved to another machined to successfully complete treatment. There was no patient injury, adverse events, blood loss, or medical intervention required as a result of this event. Upon machine repair, the biomed discovered that the motherboard was burned. The machine has approximately 17,000 hours and the motherboard was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned component. The biomed replaced the motherboard to resolve the reported issue. The unit was returned to service at the user facility without reoccurrence of the reported issue. The motherboard was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.